Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection vancomycin (1g, stat, route not reported), injection amikacin (500mg stat dose, then continued as 100mg, once daily, intraperitoneally, duration not reported) and injection fortum (1g, once daily, duration and route not reported) for peritonitis. The action taken with the dianeal therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).